Event description:
It was reported that the patient presented to the emergency depart due to a syncopal episode, palpitations, and a heart rate in the 30s. Strips noted some loss of capture on the right ventricular (rv) lead and beats below the lower rate of the implantable pulse generator (ipg). The lead also exhibited high impedance. During the revision procedure, the ipg device was found with a loose set screw. The connection was corrected. The device and lead remain in use. No further patient complications have been reported as a result of this event.